Event description:
It was reported by the rep that the (2) ez45g were used during a thorascoscopy procedure. It was reported that the first one did not fire correctly, no attempt was made to reload. A new device was opened, fired, and then fired incorrectly (jammed). The case was completed with another device and there was no consequence to the pt.